Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012547) on 04-sep-2020. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of renal pain ('kidney pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced renal pain (seriousness criterion medically significant), migraine ("migraines"), insomnia ("insomnia"), blindness ("vision loss"), burnout syndrome ("burnout"), depression ("depression"), fatigue ("chronic fatigue") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the renal pain, migraine, insomnia, weight increased, burnout syndrome, fatigue and myalgia had not resolved and the blindness and depression outcome was unknown. The reporter provided no causality assessment for blindness, burnout syndrome, depression, fatigue, insomnia, migraine, myalgia, renal pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of renal pain ('kidney pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced renal pain (seriousness criterion medically significant), migraine ("migraines"), insomnia ("insomnia"), blindness ("vision loss"), burnout syndrome ("burnout"), depression ("depression"), fatigue ("chronic fatigue") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the renal pain, migraine, insomnia, weight increased, burnout syndrome, fatigue and myalgia had not resolved and the blindness and depression outcome was unknown. The reporter provided no causality assessment for blindness, burnout syndrome, depression, fatigue, insomnia, migraine, myalgia, renal pain and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.